Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling sick and nausea. Once at the hospital upon removal of the pod from the infusion site (abdomen), the pods cannula was found to be bent. The patient was treated with intravenous fluids and insulin. The patient was prescribed amlodipine besylate (10 mg) to be taken daily for 30 days. The patient was released from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.